Manufacturer narrative:
Following return and completion of laboratory analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that during dft testing post implant, high charge times were observed and a fault code generated. Within one hour post implant, the device had been completely depleated and thus explanted. During explant, an insulation breach on the associated chronic right ventricular lead was confirmed and the lead explanted. Another rv lead and device were successfully implanted and both products are intended to be returned for a post market assessment. While no adverse patient effects were reported an additional procedure did ensue.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Engineers confirmed a complete product; setscrew marks noted on each terminal pin. Tri-lumen insulation damage, with exposed conductors and arching damage was observed. An x-ray revealed two out of three conductor wires were fractured at approximately 31 cm from the is-1 pin. Due to the location and type of observed damage, engineers have concluded that this was likely consistent with clavicle first rib entrapment of the lead.